Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information regarding the details of the event were provided from the customer. The device history records for the affected serial number was reviewed, without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer reported problem was confirmed. The eyepiece was found damaged. The evaluation also noted, the rigid outer tube has deformation/bent, the image defects due to particles inside the optical lens system, and deterioration of the light guide fiber bundle at the distal end. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer reported, during inspection before use. The autoclavable telescope was found to have exterior damage (crack). No death or injury and no impact to patient or other has been reported.